Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: one sample was received which consists in one extension set. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Four photos were attached in the complaint: an extension set is observed where a drop is identified through filter air vent. Visual inspection: the complainant returned unit was visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to procedure ?visual inspection. Results: no obstructions, damaged, broken, or other defects were detected in none of the joins of the products. Functional test: leak testing on the sample received was performed using hydrostatic as procedure indicates. Results: during the leak test, leak is present in the filter air vent, complaint is confirmed. Other analysis the IFU for p/n 21-7106-24 was reviewed to verify for any condition or caution that could create leaks during the use of the product (see ?cautions'' section stated in the IFU). Mitigation mitigations on placed are following during manufacturing process for leak issue: occurrence 1. Per procedure ?extension set with filter assembly? Production personnel performs a 100% visual inspection in order to verify that the joins of the filter following below criteria: tube back out is not greater than 0.030?, using 0.030? Pin. Delamination of 0.187? Is acceptable, using td gage. Detection 1. Production performs a leak test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. 2. Quality personnel takes a sample of fifteen units every two hours, prior to placing product in bag, in order to verify that tubes following the below criteria: for tube to component bonds: verify tubing bonds are bottomed out or within 0.030" of component stops. The tests are properly performed. Root cause as per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. No corrective actions are performed since failure mode is not related with manufacturing process.